Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture was disengaged when the packaging was opened. The product was not applied to a pt.